Event description:
The customer reported that she required medical attention on three separate occasions due to low blood glucose levels. Twice at home by the paramedics, and once at the hospital. The first event was on (B)(6) 2010 for a blood glucose of 25 mg/dl. The second on (B)(6) 2010 for a blood glucose of 36 mg/dl. The third was a hospitalization on (B)(6) 2010. Prior to the hospitalization, at 10:30 pm, the customer had a blood glucose of 125 mg/dl. At 2:30 am she was unconscious and was taken to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.